Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to shorted u727 component on the distribution node pca. A root cause investigation determined that conductive gel from the therapy electrodes leaked into the therapy electrode enclosure, causing a short on the therapy electrode pca and damaging the components. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to communicate with a monitor.